Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak during a procedure that took place on (B)(6) 2019. A blood patch was performed at t9. The patient had no adverse reactions to the csf leaks.